Manufacturer narrative:
A service and repair evaluation was completed: the customer reported the tip of the spacer handle was broken. The repair technician reported tip broken as the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. There was no patient involvement. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. No service history review can be performed as part number 389.151 with lot number(s) 6719108 is a lot/batch controlled item. The manufacture date of this item is 3-nov-2011. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. DHR review for part #389.151 lot #6719108, release to warehouse date: 03-nov-2011 expiration date: na, supplier: (B)(4). A non-conformance (nc) was written addressing five (5) of the eight (8) parts will not fit through the go side of gage; they become hard to turn. This nc is not relevant to the complaint condition. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Service and repair reported that parts of a synthes evaluation set were observed to be broken during routine inspection of the evaluation set. The inner shaft of a trial spacer handle has a broken tip and the tip of the shaft of the synfix spacer was broken. There was no patient involvement. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was clarified the devices broke during a surgery.

Manufacturer narrative:
A product investigation was completed: the complaint condition is confirmed. A visual inspection, service and repair evaluation, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended and the risk assessment, where applicable, was found to adequately address the complaint condition. The returned trial spacer displays scratches primary along the top and medial/lateral sides of the device that are consistent with wear from normal use. The spacer is considered a concomitant device that shows no evidence of contributing to the complaint condition. Therefore no additional investigation is required on the device. Per the technique guide, the spindle assembly is a subcomponent of the trial spacer handle (389.151) that is utilized within the synfix system which provides instruments and implants for zero profile stand-alone anterior lumbar interbody fusion (alif) procedures; the trial spacer handle is specifically utilized for implant sizing. A trial spacer handle is threaded into a synfix trial and inserted into the disc space with ¿controlled and light hammering.¿ product drawings were reviewed during the investigation. The threaded tip of the spindle was confirmed to be broken with the missing tip retained in the trial spacer. The threaded region of the returned device was measured to be 2.99mm whereas the threaded portion is manufactured to be 6.25mm. The part was manufactured after a design change in which the spindle material was changed from 440a stainless steel to custom 465 for added strength. Additionally a drawing for the trials was reviewed. The drawing calls out the appropriate thread and thread depth to fully seat the spindle assembly. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No definitive root cause was able to be determined with the given details. The failure mode is typically associated with impaction when the spindle is not fully threaded into the trial and/or off-axis loading. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During an anterior lumbar interbody fusion (alif) procedure on (B)(6) 2016, the surgeon, utilizing the synfix system had the trial inserter handle break from the trial during impaction into the disc space leaving the trial in the disc space. The inner screw shaft broke flush at the screw hole on the trial leaving no way to attach the second trial handle onto the trial. The surgeon had to use up biting curettes and a long clamp to extract the trial from the disc space. He was able to remove the trial in its entirety, no fragments of any instrument were left behind. This added five to seven (5-7) minutes to the procedure. Once the trial was removed, the surgery proceeded as planned.